Event description:
The patient reported pain and swelling around their neck. Antibiotics were prescribed even though lab results showed there was no infection. The patient has not been using their device for about a year and an explant procedure was performed on (B)(6) 2022. No further issues have been reported.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Potential causes of new pain are implanting the device in an off-label location, patient contraindications, interference with a non-stimwave device, migration, implanting the stimulator too close to the nerve, and improper waa programming parameters. The patient felt the unintended stimulation/new pain in a new area that was not targeted for therapy, and the device was implanted in an off-label location. The exact implant location is unknown, as the stimwave representative present at the implant procedure is no longer an employee, but the stimulator is possibly implanted in the craniofacial region per the reported region of pain. The stimulator is used to treat pain. The cause of the new pain/swelling is due to off-label use (user error - clinician).